Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited multiple acu watchdog errors. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with non-OEM tamper seals on pump, chipped out lower right front corner of top case and crack on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No problem was found with the device. Replaced speaker for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Additional information received on 20-jul-2022 via email and attached to complaint object: there were no patient involvement with any pumps mentioned. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 16-may-2019.